Event description:
It was reported the patient complained her scs ipg is not holding a charge. The patient stated she charges her ipg for several hours and the ipg does not fully charge. The patient stated after she disconnects from her charger she has approximately 1 hour of stimulation therapy before her system shuts off. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.